Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to svc the device at this time. Covidien troubleshot this issue with the customer over the phone and was advised the breath delivery unit (bdu) pcb need to be replaced.